Event description:
As per the reporter (consumer), waterpik flosser-05 was used and noticed a visible spark and an audible popping sound coming from the unit. The cord has visible charring and damage. This report was received via other source from the united states of america on 09-apr-2026. The reporter reported using waterpik flosser-05 via oral route. As per the reporter, "the consumer was using the device when he saw a visible spark and an audible popping sound coming from the unit. The cord has visible charring and damage. Uses once daily on setting 5-6. Does not clean with water/vinegar, occasionally uses mouthwash but dilutes it with water, stored under normal conditions-no stress to power cable". No additional information was available. Medical history and concomitant medications - unknown.

Manufacturer narrative:
Not avail.